Event description:
It was reported during the permanent procedure as the physician was going to make the incision to implant the leads, the pt began aspirating. The physician determined it was dangerous to proceed and the procedure was abandoned. The pt was fine afterwards and was released.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.